Event description:
Customer reported that the insulin pump returned a failed battery test. Customer also reported that the insulin pump's battery compartment had physical damage. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected battery out limit or failed battery test alarms noted. The insulin pump was received with broken battery tube threads and reservoir tube lip, cracked case at the display window corners, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.